Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to urgent care due to high blood glucose (bg) levels that were not provided and as a precautionary measure to prevent dka. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge thus being without pod insulin delivery. While at urgent care the patient was given a shot of insulin and was released after 3 hours.